Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted as a correction to report number-3002808148-2025-02196-00, which was sent in error, as the missing ultrasound image would not cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchofibervideoscope lacked an ultrasound image. The issue was found during inspection for use. No patient involvement.